Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 450 mg/dl before lunch. Customer stated that she took a correction with an injection and she changed her site. Customer then received a no delivery alarm. Customer reported that she had a back-up plan. Customer hung up during the high blood glucose troubleshooting. In a follow-up call, the customer stated that she was trying to prime her pump and received a no delivery alarm. Customer's blood glucose was 270 mg/dl at the time of the incident. Customer was unable to troubleshoot because she did not have any supplies. Customer was advised to change the set and reservoir as soon as possible.